Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional bmw universal guide wire is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. During the procedure a balance middleweight (bmw) universal guide wire became trapped by an unspecified stent and the bmw universal guide wire fractured and separated into two pieces. Then at some point during the procedure a second bmw universal guide wire went through the struts of the unspecified deployed stent, became entrapped, fractured and separated into two pieces. The patient was taken to surgery to have the fragments of the two bmw universal guide wires removed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot except for the other part reported in this event. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.